Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. In addition, air bubbles were observed in the cartridge and customer was only able to partially fill cartridge. The customer was able to resume insulin therapy with a partially filled cartridge. Customer's blood glucose level was approximately 140 mg/dl.